Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via an unspecified access site in a 78-year-old male patient for post-cardiotomy cardiogenic shock/low cardiac output syndrome. Comorbidities were not specified. Prior to impella support, the patient required intra-aortic balloon pump (iabp), extracorporeal membrane oxygenation (ECMO), and multiple vasopressors and inotropes. The patient¿s clinical condition was consistent with scai stage e. Reported laboratory values included lactate 2.3 mmol/l, central venous pressure 32 mmhg, lactate dehydrogenase 642 u/l, and creatinine 1.4 mg/dl. Two days after initiation of support, a purge leak at the glucose filter was reported. At the time of the report, device flows, purge pressures, and motor current remained stable with no observed impact to support. Guidance was provided to monitor motor current closely and consider increasing purge solution viscosity; it is unknown if changes were implemented. The impella 5.5 operated at p-4 with flows of approximately 2.0 l/min, as intended. The purge solution consisted of 5% dextrose in water with sodium bicarbonate at 12 ml/hour, with purge pressures in the 400 mmhg range, as intended. Support was maintained without interruption. The patient expired while on support. The death is being conservatively reported; however, the outcome is most consistent with the patient¿s underlying critical condition, including scai stage e cardiogenic shock, requirement for combined mechanical circulatory support (ECMO and iabp), vasoactive support, and laboratory evidence of end-organ dysfunction present prior to impella 5.5 placement. The reported purge leak did not result in compromised support and is not likely contributory to the patient¿s death.

Manufacturer narrative:
B1. Is product problem was omitted during initial report. D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the fluid leak - sidearm was not determined due to no product returned and insufficient clinical details.